Event description:
Report received of no audible alarm tone. The device was returned to the biomedical engineering department from the medical surgical unit with a note that stated, "no audible tone when buttons pressed." There were no reports of any adverse patient events while the device was in clinical use. During testing by the user facility, the device did not sound an audible alarm. Though requested, no additional information was provided.